Event description:
It was reported that the customer was hospitalized with low blood glucose readings of 35 mg/dl. Mother stated that the customer may have accidently over bolused or gone backwards on the scroll wrap. It was noted that the mother was driving with the daughter when her blood glucose readings were 90 mg/dl. Mother stopped to get soda to treat the blood glucose readings and came back to the customer convulsing and having seizures. Paramedics were called and the customer was taken to the hospital. Mother also mentioned that sometimes during priming they see an extra burst of insulin coming through real fast. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Displacement test was performed and passed. No further information reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.